Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm during fixed prime process. The customer's blood glucose was 293 mg/dl at the time of the incident. Troubleshooting steps were performed for no delivery alarm. Customer was assisted for 5.0 unit fixed prime and the insulin did not exit. The insulin pump alarmed no delivery. Customer reported that insulin does not exit the tubing with manual prime and insulin pump alarmed during manual prime. The customer was able to assemble a new infusion set and reservoir. The customer stated the insulin pump would not allow them to get pass the fill tubing process without alarming a no delivery. Customer also stated they got a motor error alarm after no delivery alarm. Customer was advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, scratched reservoir tube window, stained address/serial number label and missing end cap sticker.